Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient was ¿unable to get any coupling boxes shaded¿ when coupling two different rechargers with their implantable neurostimulator (ins). It was further reported the patient¿s ins could ¿still communicate using physician and patient programmers.¿ using the antenna locate feature returned a value of ¿26-34 and after this there continued to be no coupling boxes shaded.¿ it was noted that ¿sitting or standing of the patient made no difference in coupling.¿ it was stated the edge of the ins battery could be felt while palpating the patient and ¿sometimes it felt like it was tilted but other times it felt flat¿ and ¿maybe too deep.¿ it was reported that it ¿felt like pocket had changed since implant and did not feel like it did after implant.¿ additional information reported the patient underwent a ¿pocket revision¿ surgery to ¿correct the ins depth.¿ it was noted the patient was ¿recharging fine¿ after the procedure. A supplemental report will be filed if additional information becomes available.